Event description:
It was reported that during a pta procedure, a balloon rupture occurred. The 100% stenotic lesion was located in the calcified and moderately tortuous left superficial femoral artery (sfa). Access was gained via a contralateral approach from the right femoral artery. Upon the 1st inflation, the sterling balloon ruptured at 12 atms. The procedure was completed with this device. No patient injuries or complications were reported. Patient status listed as "good".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be field.